Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after the unspecified stent was unable to cross the target lesion, the pilot guide wire broke in the guide cath during removal of the stent. The separated segment of the pilot guide wire was removed with the stent. Another guide wire was simultaneously placed in the guide catheter. There were no adverse pt effects reported. It is unclear what was used to complete the procedure. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.